Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power was confirmed via the log file review. The log file spanned approximately 17 days ((B)(6) 2022 to (B)(6) 2022 per the timestamp). A no external power alarm coincided with a power cable disconnect alarm and activated on (B)(6) 2022 at 16:33 and (B)(6) 2022 at 07:40 due to the rsoc and bus voltages simultaneously diminishing to ~0v with loss of a ac power while the device was connected to the mpu. The backup battery was able to provide power to the pump during the alarm. The alarm resolved after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial (B)(4), was not returned for analysis. The cause of the no external power alarm cannot be determined, and the patient is at an extended care facility. No product was exchanged. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for supratherapeutic international normalized ratio. Historical review noted pump stop/loss of external power. Log files displayed 2 episodes of low flow/pump off alarms on (B)(6) 2022 at 4:34:07-08 pm and 4:34:15-18 pm for approximately 2-3 seconds for each episode due to a possible electrostatic discharge event. The pump is designed to automatically reset when subjected to a high static discharge event. The pump restarted promptly as designed and functioned as intended during these events. The system controller recorded a driveline disconnect event at (B)(6) 2022 at 4:34:07-08 pm. The log files displayed multiple episodes of power cable disconnect/low power hazard/no external power alarms intermittent on (B)(6) 2022 at 4:33 pm and (B)(6) 2022 at 7:40 am while tethered on mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the house losing power. The mpu had a v-lock connector on the ac power cord, and it was not known if there was an environmental circumstance that would have affected ac power at the time of event. There were no other unusual events seen within the log files and the device operated as expected. Pump referenced in MFR# 2916596-2022-12309.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.